Event description:
It was reported that the pacemaker device exhibited pacing inhibition, oversensing and noisy signals. Technical services (ts) reviewed the data and stated that the noisy signal was consistent with possible myopotential activity. Furthermore, the intrinsic amplitudes showed variability. The amplitude of the noise was likely around 1.39mv and 1.58mv. Ts recommended troubleshooting options and to perform lead evaluation. This lead currently remains in service. No adverse patient effects were reported. An attempt was made to obtain additional information regarding the model serial number, at this time no further information is available. Should additional information become available this report will be updated.